Manufacturer narrative:
On 13th aug 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed inaccuracies related issues. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation.the returned sensor was tested in-house, and it revealed a loss of chemical performance which caused a decline in the signal modulation. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 10 nov 2025. G3. Date received by the manufacturer? 10 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 august 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.